Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was pulled from the tray, it started to unfold and not hold the wrap. The rn performed negative suction while the catheter was in the tray prior to removal. The sheath was place into the right femoral artery and the guidewire was placed. The catheter was pulled from the tray and started to unfold and not holding the wrap. The cardiologist tried to place the tip of the catheter over the guidewire into the sheath, the balloon prematurely unwrapped and was pushing back onto the shaft of the catheter making folds in the balloon and making it difficult to push down the sheath. As a result, a new catheter was placed successfully without any issues. The patient was transferred to the intensive care unit (ICU) where he passed away due to the complications of his diagnosis and not due to the intra-aortic balloon placement. There was a report of patient death. Dr. (B)(6), has made the medical judgement that our device did not cause or contribute to the patient's death. The patient was reported to be in critical condition and rapidly deteriorated.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab unwrapped prematurely is not able to be confirmed. Upon return, the iab bladder was fully unwrapped. The iab was unable to advance through its appropriate sheath due to the unwrapped bladder. The iab is to be inserted through a sheath if the bladder is fully wrapped. The returned iab passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was pulled from the tray, it started to unfold and not hold the wrap. The rn performed negative suction while the catheter was in the tray prior to removal. The sheath was place into the right femoral artery and the guidewire was placed. The catheter was pulled from the tray and started to unfold and not holding the wrap. The cardiologist tried to place the tip of the catheter over the guidewire into the sheath, the balloon prematurely unwrapped and was pushing back onto the shaft of the catheter making folds in the balloon and making it difficult to push down the sheath. As a result, a new catheter was placed successfully without any issues. The patient was transferred to the intensive care unit (ICU) where he passed away due to the complications of his diagnosis and not due to the intra-aortic balloon placement.there was a report of patient death. Dr. Mkhwanazi, has made the medical judgement that our device did not cause or contribute to the patient's death. The patient was reported to be in critical condition and rapidly deteriorated.